Event description:
It was reported that the patient implanted with this pacemaker experienced an infection. This pacemaker was explanted and replaced with a new one. No additional adverse patient effects were reported. The explanted device is expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.